Event description:
Pt revised for posterior dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.